Event description:
Dr. Was cementing para-post during post & care procedure. Excess cement squirted out of the post hole and dr. Noted that it was not hardening. Dr. Was concerned that prior cementing procedures may have been compromised.